Manufacturer narrative:
Additional information was received. It was reported that review of a cta from 07-jun-2021 showed a migrated aneurx graft and a type ia endoleak. The abdominal aortic aneurysm diameter was 50mm. There was loss of seal of the proximal portion of the stent graft and the patient now has a thoraco- abdominal aneurysm measuring 55cmm in diameter. The patient hasn't been seen by the treating physician in an year, lost to follow-up and patient had memory impairment an early dementia. The patient was seen at the general department of the facility for unrelated issues in jan 2022. The patient had a gi bleed and had colonoscopy unrelated to the migrated graft. Patient left the hospital against medical advice. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the patient reported via technical services that the issues where stent graft has slipped out of place has been ongoing for a few years. The patient also stated they now having bleeding issues, pain, and that the stent is "inflating" which is causing pain every day. The patient stated that they have been reviewed by multiple vascular surgeons who have reportedly that these adverse events are not operable. H6: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: I lxc1616115, serial/lot #: (B)(4), ubd:, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx bifurcate stent graft system was implanted in an unknown endovascular treatment. It was reported through technical services, that the patient had phoned to say that the aneurx stent graft with sn (B)(4) had slipped below the renal arteries and is leaking on an unknown date this year. The patient was placed under monitoring. No cause was reported. No additional clinical sequelae were provided and the patient will be monitored.